Manufacturer narrative:
Final device analysis of the pt programmer revealed a reliability non-conformance. The digital board was replaced (no malfunction reported). The face plate was scratched and replaced. Pin 2 of the antenna jack was resoldered (new bottom housing).

Event description:
It was reported that the pt was unable to turn stimulation off. Swelling over the implantable neurostimulator site may have interfered with communication between the implantable neurostimulator and the pt programmer. It was reported that the pt was eventually able to attain a comfortable stimulation level. Additional info has been requested, but was not available as of the date of this report.